Event description:
It was reported that the impedance had increased in the last six months. A decrease in sensing and an increase in threshold were also observed. Lead fracture suspected. Though, fluoroscopy found no anomaly. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.